Manufacturer narrative:
Flap of 90micron was too thin relating to this cornea. Surgeon removed the flap for healing process. One week after the removing the flap the recovery process is nicely and the vision is improving.

Event description:
Corneal flap was too thin, in certain areas consisted only of epithelium and little or no stroma.